Event description:
It was reported the patient underwent a cardiac pacemaker procedure where the device was not placed in surgery mode. Subsequently, ipg could not communicate with external devices and programmer displayed the ¿generator not responding¿ message. A recovery function was executed by an abbott representative, the ipg was successfully recovered, and therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The event of ipg no communication was reported to abbott. The patient underwent a cardiac pacemaker procedure where the device was not placed in surgery mode. The ipg could not communicate with external devices and programmer displayed the ¿generator not responding¿ message. The system was recovered through abbott intervention. The ipg was not replaced to reestablish effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Correction: section b1 ¿ type of report - adverse event should not have been checked. Only malfunction should have been checked. Correction: section b2 - outcomes attributed to adverse - other serious (important medical events) should not have been checked correction: section h1 - type of reportable event should have been malfunction not serious injury.